Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and no further malfunction occurred after the reset. It was advised that the customer could continue using the pump and to call back if any issues recurred.